Event description:
It was reported that following a pump replacement the pump was "sticking out" and infected; specific patient symptoms were not reported. The hcp was concerned about management of withdrawal when the pump was removed for infection. The pump was used to deliver baclofen. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available